Event description:
New information provided indicated the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 40.0-42.0cm from the lead tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.0-13.0cm from the lead tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Externalized conductor was observed on x-ray. All electrical measurements seem normal. No further information available at this time.